Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately 2023 from date manufacturer was made aware.

Event description:
It was reported that the patient developed an infection with redness and oozing at the paddle site and underwent an incision and drainage (I&d) procedure in 2023, followed by a 6-week course of antibiotics. Currently, the patient is experiencing pain between the shoulder blades and legs, difficulty swallowing, and breathing issues. After turning off the stimulator, the leg pain subsided, but breathing problems persist. The patient has declined the suggestion to have the spinal cord stimulator (scs) removed. No further information was obtained despite multiple good faith efforts.